Manufacturer narrative:
The following field has been updated with corrected information: b.5 describe event or problem: it was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was a missing tray label. No patient impact. The following information was provided by the initial reporter: "no label." H.6 investigation summary: material #: 363083. Lot/batch #: 3163628. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing shelf pack label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was a missing tray label. No patient impact. The following information was provided by the initial reporter: "no label."

Manufacturer narrative:
Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was a missing label. No patient impact. The following information was provided by the initial reporter: "no label."